Event description:
It was reported that the ventilator shut down with an audible alarm while connected to the pt. The pt was placed on a back-up ventilator. No pt harm reported. It was also reported that the ventilator turbine was not working with an audible alarm.